Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a new smart remote manager had been requested for installation on the refrigerator. A field service engineer assisted the customer by reseating the pyxis remote manager on the refrigerator, applying tape to the remote manager, and replacing the wire connected to it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system required a new smart remote manager to be attached to a new refrigerator, as the existing equipment was non-functional, preventing users from accessing medications. This incident caused a delay in patient care as the smart remote manager was not promptly connected to the station. Consequently, users had to dispense medications to patients from alternative stations and directly from the pharmacy. There were no adverse events or injuries reported based on this event.